Event description:
The reporter stated that his glucose was 156mg/dl on the device. He wasn't acting right and his wife called the emt's. When the emt's arrived they checked his glucose at 34mg/dl. He was treated with an IV and taken to the hospital.